Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 9 months post implant of this bioprosthetic valve, the patient is being considered for valve-in-valve replacement due to aortic stenosis. No known intervention has been performed. Subsequently 2 months later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.